Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was sent out for return; however, has not been received by the manufacturer. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system aspiration pump max 220 (pump max) and a penumbra system ace 60 reperfusion catheter (ace60). During the procedure, the physician advanced the ace60 into the target vessel and started aspiration with the pump max using adapt technique. However, the physician was unable to aspirate the thrombus. Subsequently, it was noted that the pump max only generated aspiration pressure between -20 inhg to -25 inhg regardless of adjusting the knob to the maximum setting. To troubleshoot, the aspiration tubing and penumbra canister were checked but no leakage was observed. The procedure was completed using the current negative pressure the pump max was generating, a syringe, the same ace60 and a non-penumbra stent retriever there was no report of an adverse effect to the patient. It was also reported that after the procedure, it was noted that the negative pressure of the pump max was -25 inhg without the canister.